Manufacturer narrative:
The evaluation of the device yielded the following: the device was mfg to print, an audit of the MFR was performed and confirmed and the mfg process was in accordance to specifications and an interim specification has been issued for welding of the pin and collar to the knob of the device. Jjpi considers this file closed.

Event description:
Informant stated that the washer around the pin fell into the pt. The pt was closed, then x-rayed. It was noted that the washer was lodged behind tibial tray. The pt was reopened (was still in the o.r.) And the washer was removed. The pt had not left the o.r. During this event.